Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2021 was scheduled for radiological testing and a hernia repair. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was experiencing drain complications (timeline not provided) and was scheduled for a kidney/ureter/bladder (kub) x-ray on (B)(6) 2021. Radiological testing diagnosed the presence of bilateral inguinal hernias, which were not present prior to beginning pd for rrt. The patient went for a surgical consult on (B)(6) 2021 and is currently waiting for a surgery date. The pdrn stated the patient continues to undergo ccpd therapy, utilizing position changes to promote adequate drainage. The patient continues to utilize the same liberty select cycler without reported issue. Per the pdrn, the patient¿s liberty select cycler did not malfunction; however, the patient¿s inguinal hernias developed since beginning pd for rrt. The pdrn attributed partial causality to the patient¿s occupation as a general contractor and lifting heavy objects daily. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of bilateral inguinal hernias (characterized by drain complications), which warrants surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency and/or malfunction occurred; the patient¿s bilateral inguinal hernias were undetected prior to the patient beginning peritoneal dialysis (pd) for renal replacement therapy (rrt). The pdrn stated the definitive etiology of the events is unknown; therefore, causality cannot be firmly established. However, the pdrn reported the patient¿s occupation as a general contractor and lifting heavy objects were also considered contributory factors. Due to these findings, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the patient¿s bilateral inguinal hernias. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.